Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was displayed as "high," however no specific value was provided. The customer administered a manual injection to address bg.